Event description:
I have been using fixodent. I was recently tested for sugar diabetes because I developed neuropathy on both feet, numbness and tingling in arms, hands and feet. My test results came back negative. I saw your commercial, called, received info pack and after reading the studies, symptoms and facts, I believe that I am a victim of denture cream poisoning. Dose or amount: amt. Applied as needed, frequency: daily, route: dental. Dates of use; 1995 - 2009. Diagnosis or reason for use: denture adhesive.